Manufacturer narrative:
As reported, the physician stated the housing around polyethylene glycol (peg) of a 6f-7f mynx control vascular closure device was splitting upon entering the device into the sheath, exposing the peg, making it unusable. Hemostasis was achieved by manual compression, for 30 mins or less. There was no reported patient injury. This was an interventional peripheral procedure. The deployer was mynx certified. A 6fr non-cordis sheath was used. The vessel type was arterial. The vessel diameter was verified to be -greater than 5 mm in diameter. There was no vessel tortuosity noted. There was no presence of pvd / calcium in the vicinity of the puncture site. The physician was using a mynx control, and correct angulation of the device was noted by the doctor. A retrograde approach was taken. The patient's hospitalization was not extended, and the patient recovered. The product was not returned for analysis. A product history record (phr) review of lot f2106902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant sleeves frayed/split/torn-in patient ¿ and ¿ deployment difficulty-premature/in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, it could prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Neither the phr review nor the information provided suggests that the reported events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# (f2106902 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, as reported an issue with a 6f-7f mynx control vascular closure device yesterday , and a complaint was filed for that issue. The physician stated the housing around the polyethylene glycol (peg) is splitting upon entering the device into the sheath, exposing the peg, making it unusable. However, the account called this morning and pressed that the same issue is happening with another device from that same box/lot number. Hemostasis was achieved by manual compression. For 30 mins or less. There was no reported patient injury. The account is refusing to use any more of the devices from this box. The mynx vcd was used in a interventional peripheral and a retrograde approach was used. The deployer¿s was mynx certified.. A 6fr non-cordis sheath was used. Physician was using a mynx control, and correct angulation of the device was noted by the doctor. The vessel type was arterial. The vessel diameter was verified to be -greater than 5 mm in diameter. There was no vessel tortuosity noted. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient's hospitalization was not extended, and the patient recovered the device will not be returned as it was discarded at the site.